Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 02/21/2020. Additional information: d10. H3 evaluation: an empty labeled winding former and a dispensed suture of product were received for evaluation. During the visual inspection of the dispensed suture, end was observed with damage (dent) and lineal cut that appears to be by use of a surgical instrument. The needle was not received for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the suture needle pull off suggest an improper handling and the reported complaint was by an external cause.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a nephrology procedure on (B)(6) 2019 and suture was used. The suture was detached from the needle during interrupted suturing, and the suture fell. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.